Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had cracks around the display window. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corners, minor scratches on the display window and a scratched reservoir tube window.